Event description:
Caller reported they did not see drops of insulin at the end of the tubing during the fill tubing step of the load sequence. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Customer had not addressed elevated bg at the time of report. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.